Event description:
The customer contact reported channel 1 of the pump did not deliver. The pump was returned to the biomedical engineering department with a note that stated, "pump 1 will not run IV fluids." No specific pt info, pump programming, or event details were provided. The nurse stated she "kind of remembers writing that down" but was unable to remember any specific event details. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).